Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Additionally, the touchscreen was unresponsive. Customer's blood glucose was 140 mg/dl. Customer reverted to manual injections for alternate insulin therapy.